Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead also exhibited low pacing impedance measurements. Patient status was not provided.